Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -6.0/5.5/166 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. The lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
The initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim #(B)(4).